Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation is in progress.

Event description:
A medtronic representative reported a software freeze while entering mach cranial prior to the case. Instructed site to reboot the system; upon powering up, mach cranial software was able to initialize properly. There was no patient present.